Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2019 - patient was diagnosed with ventral hernia thereby underwent repair with the implant of ventralight st mesh (device #1). (Note: no implant details/procedure provided in medical records) (B)(6) 2019 - patient was diagnosed with recurrent incisional ventral hernia, scar tissue, adhesion thereby underwent open repair with implant of ventralight st mesh (device #2). Per operative notes, ¿hernia sac was dissected. Lysis of adhesion was performed. Scar tissue was taken down. A ventralight st mesh (device #2) was placed and sutured.¿ (B)(6) 2021 - patient was diagnosed with pain, mesh infection, mesh folded, adhesion, scar tissue thereby underwent open repair with explant of ventralight st mesh (device #1) and ventralight st mesh (device #2) and implant of a synthetic mesh. Per operative notes, ¿hernia sac was dissected. The scar tissue was dissected free. Adhesions were taken down. Infected ventralight st mesh (device #1) and ventralight st mesh (device #2) were removed. A synthetic mesh was placed and sutured.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2018) is considered to be a best estimate. This supplemental emdr represents the ventralight st mesh (device #1). Additional emdr was submitted to represent the ventralight st mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.